Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Customer reloaded the cartridge and the issue was resolved.